Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inquiry was made regarding the defibrillation detection circuit as during an ablation procedure pacing inhibition was noted when it comes to this device. Boston scientific technical services (ts) discussed the cause and noted that newer devices had an increased detection thresholds. No adverse patient effects were reported. Despite efforts no further information was obtained.